Event description:
It was reported that during eye surgery using the quadrant removal technique with a quatera 700, patient suffered a capsular rupture/tear (non-self healing structural damage). The cataract was removed, however, the patient received a sulcus lens instead of the planned iol lens. A further operation is very unlikely. Information regarding the latest patient status and further treatment plans are not available at this time.

Manufacturer narrative:
Most possible root cause: there was a device malfunction. The root cause of the malfunction could not be determined yet. The device is in return to the manufacturing site for further investigations.